Manufacturer narrative:
The field service engineer could not determine a cause. The customer ran calibration, controls, and patient samples with no errors. The instrument was checked and was working within specifications. Precision studies were performed and was within limits. The investigation determined the issue was related to improper pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na, k for gen.2 on a cobas 8000 ise module. The second sample also had discrepant results for ise indirect cl for gen.2. No incorrect results were reported outside of the laboratory. The samples were repeated on a second analyzer. No units of measure were provided. The first sample initially resulted with an na value of 160, which repeated as 144. This sample initially resulted with a k value of 5.6, which repeated as 5.0. The second sample initially resulted with an na value of 158, which repeated as 139. This sample initially resulted with a k value of 5.4, which repeated as 4.9. This sample initially resulted with a cl value of 113, which repeated as 100. The na electrode lot number was y38, with an expiration date of 08-dec-2020. The k electrode lot number was h40, with an expiration date of 23-dec-2020. The cl electrode lot number was q94. With an expiration date of 25-nov-2020.